Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer stated that she had a low reading of 59 mg/dl and the trainer adjusted the settings on the pump. The customer had slightly sluggish and slurred speech when speaking on the phone. The customer also had a blood glucose reading of 79 mg/dl and treated with juice and a cookie. The customer also had high reading of 537 mg/dl. The customer treated with a bolus of 5.7 units. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the hp test. The customer stated that the test passed.